Event description:
It was reported that a hardware removal of a left tibial nail and four locking screws was performed on (B)(6) 2015 due to infection. The removed hardware was fully intact. There was an infection at the fracture site. The fracture was healing. There was antibiotic bead and cement placement in the infection site. The date of the original procedure of the left tibia fracture repair was approximately (B)(6) 2014 and was performed by another unknown surgeon. It was notes that two screws were placed in the distal end below the fracture and two screws on the proximal end above the fracture. There was no surgical delay or patient harm reported. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.